Manufacturer narrative:
This device has been rec'd by this MFR, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.

Event description:
On 11/10/06, the customer reported to bsc that during a colonoscopy procedure for a male pt (age unk), the resolution hemostasis clip required manipulation of the device in order to complete deployment. The add'l manipulation effort prolonged the overall procedure time by "10 mins." The procedure was successfully completed with this device. The pt did not sustain any complications or ill effects as a result of this issue.